Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years 1 months post implant of this mitral annuloplasty ring, the device was explanted and replaced with a bioprosthetic valve for unknown reasons. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the device was explanted and replaced due to mitral regurgitation. No other adverse patient effects were reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.